Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2019 and suture was used. During the surgery, it was found that the suture had been detached from the needle. It was not a control release needle. There were no adverse consequences to the patient.